Event description:
The lay user/patient contacted lifescan alleging that the product was giving an inaccurate control reading of low. At an unspecified time, the patient reportedly obtained control solution test results of "48 and 45mg/dl" (normal range between 70 and 140 mg/dl) on the subject meter. The customer care advocate walked the lay user through control solution tests but the readings obtained were not known. It is not known whether the reported issue was resolved through troubleshooting since the patient was unable/unwilling to answer at the time. It is not known whether the customer was using the right control solution for testing. However, this complaint is being reported since the patient reportedly obtained control solutions tst results, which were lower than the expected range. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.